Event description:
It was reported that the pt experienced withdrawal including flu like symptoms, headache, nausea and spinal headache. The catheter was confirmed to be fractured; revision surgery was planned. The pt underwent 3 spinal tap procedures and was concerned that during the procedure that the catheter may have been damaged. There have been no falls or traumas. The pt was unable to have a dye study due to allergy to iodine. The hcp had "continually increased the pt's dosage to try and see if something is happening to the pump". Lidocaine was put in the pump twice and tested the clinical response. The pt had no response to the lidocaine. The pt was home at the time of the report.